Manufacturer narrative:
Result: user facility incorrectly modified dip switch settings. Conclusion: dip switch settings were set correctly.

Event description:
It was reported by service report that the bed scale display was reading "configuration error". No patient involvement or adverse consequences are reported.